Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the display device continued to display the same blood glucose value. Data was available for evaluation. The reported event was confirmed via data. The probable cause could not be determined via data. The transmitter has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed all relevant tests. A review of the share logs was performed and a frozen reading was found within the investigation window. The allegation was confirmed. The probable cause is transmitter timer not advancing. No injury or medical intervention was reported.